Manufacturer narrative:
In the investigation of the alarm trace, it was found that over the course of 10 days there were 149 alarms. There were 130 related to sample clot. This is consistent with preanalytic issues. The investigation is ongoing.

Event description:
There was a complaint of a questionable tp gen.2 result for 1 patient tested with a cobas 8000 c702 module. The questionable result was not reported outside the laboratory. The sample type was urine. The patient¿s initial result was 19.67 g/l; the repeat was 60.63 g/l. The tp gen.2 used was lot 565187 and the expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) identified the issue as sample carryover from urine samples. To prevent the sample carryover, an extra wash cycle was added after pipetting urine samples. This is a preanalytic issue. Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.